Event description:
The issue has not been fully resolved. No additional corrective actions were currently planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: d6.a (only the month and year known). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated the initial aware date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that after the initial ins implant, the patient lost weight due to wegovy treatment. As a result, the ins, initially implanted in the abdominal area, became mobile. The recharging issues started at that point. The recharger problems were clarified. The issue was related to inconsistent connection between the recharger and the ins. The patient reports that on some days she needs up to 4 hours to complete a recharge due to repeated loss of connection. No specific error codes have been reported. Additionally, the recharge frequency reported by the patient does not match the data reviewed in the clinicians tablet reports. The charging process has been revised with her multiple times. The ins was initially implanted in the abdominal area and was relocated to a new pocket in the lumbar region. The abdominal pocket was not reused. The ins was currently stable in the new lumbar pocket. The surgical revision took place on may 19th. The clinicians have no evidence of a seroma and do not believe this was contributing to the recharging issue. Different recharging positions have been tried without resolving the issue. Communication with both the patient programmer and the clinician programmer was working properly, with no reported issues. No definitive cause has been determined.

Manufacturer narrative:
B3: date is month / year valid. G2. Foreign: spain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a manufacturer representative (rep) writing regarding an issue we are experiencing with a patient implanted with an inceptiv device several months ago. Since the implantation, the patient has been experiencing recurrent problems with the charging system, which has already been replaced several times. The programmer nurse at the hospital has reviewed the charging procedure with the patient on multiple occasions. The patient understands the process correctly, and despite this, both the nurse and the rep have attempted to recharge the device during in-clinic visits, consistently encountering charging failures. They have tried several different charging systems, but the issue persists. Subsequently, the patient underwent a surgical pocket revision to reposition the implanted neurostimulator (ins), as the charging problems appeared after a notable weight gain. However, even after surgical intervention, the charging issues remain unresolved. Technical services (ts) stated that the charging connection for inceptiv was very sensitive to its position relative to the charger. Two factors are crucial: implantation depth: for optimal charging, the battery should be implanted within 1¿2 cm of the skin, and definitely not deeper than 3 cm. Position of the ins: it¿s important that the device lies parallel to the skin and antenna. Ts saw from their email that you¿ve already tried several steps to improve charging, including using a new charger and repositioning (revision of) the ins. Unfortunately, based on the information provided, there aren¿t many additional options to try at this stage.